Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted; the service history for this unit for the past 6 months (05/29/2015 ¿ 11/25/2015) did not reveal a significant trend; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was not returned for functional analysis. The assignable cause of the haze/mist/vapor issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (b)(6 2015.

Event description:
A customer reported an event of a "white haze/mist" emitting from the sterrad 100s sterilizer. The customer confirmed no odor was present. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.